Event description:
Pt. Admitted in 1999 to undergo implantation of pacemaker. On 11/3/1999, an electrophysiology procedure was performed using a medtronic catheter that had been reprocessed, on 10/21/1999. Within 12 hrs, of procdure, pt. Developed symptoms of stiff neck, and severe headache, pt. Thereafter expired.